Event description:
Customer reported that a patient, implanted with the syncardia temporary total artificial heart (tah-t) and supported by a css console, was turned on his side by hospital personnel and experience low right cardiac output and passed out because of a kinked driveline. The clinical staff reported that they did not realize the patient had low right cardiac output, since the "low right cardiac output" audible alarm on the css console did not sound an alert. The css console laptop screen displayed the "low right cardiac output" visual alarm. The customer reported that the patient was doing well with no residual effect of the low right cardiac output event once the driveline was unkinked and flow was restored to previous levels. The patient was switched to a backup css console so that console #1 could be evaluated by the hospital clinical engineer.

Manufacturer narrative:
The hospital clinical engineer reported that upon review of the alarm log, the "low right cardiac output" alarm condition lasted for 21 seconds. Css console alarm default settings are set to 3.5 liters per minute with a 60 second delay for the audible alarm. The alarm condition resulting from the kinked driveline was resolved within the 60 second delay period for the audible alarm. The hospital clinical engineer also reported that the css console successfully passed a console test validation protocol. The css console performed as intended, and there was no device malfunction. The hospital clinical engineer further reported that this patient is more susceptible to low flow conditions. Therefore, the hospital clinical engineer reset the alarm default setting parameters of the css console for this patient. The hospital staff will be retrained regarding care of drivelines and to keep the drivelines from becoming kinked. The reported issue poses a low risk to the patient, because the audible "low right cardiac output" alarm would sound at 60 seconds, enabling hospital staff to resolve the alarm condition prior to causing permanent impairment to the patient. Syncardia has completed its evaluation of this complaint and is closing this file.